Event description:
It was reported that during a da vinci-assisted surgical procedure, the sheath and the cables of the force bipolar broke off.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken main tube that was completely separated from the distal tip. The grip and pitch cables were found to be broken as a result of the main tube breakage. There was material missing from the main tube. The complaint was confirmed by failure analysis.